Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the terminal curvature may have been attributed to the scope used, and the cause may be inferred as follows: ¿ when inserting the endoscope into the video connector, a foreign object in the endoscope status is missing / attached to the tip of the connector on the endoscope side, it will be caught in the terminal of the video connector. ¿ insertion of an additional endoscope with the terminal in a sticky status leads to curvature of the terminal by pushing it back. The instructions for use (IFU) provides the following guidelines: (5.3 connection of an endoscope): · confirm that the electrical contacts inside the video connector socket of the video system center are not damaged. · confirm that the electrical contacts inside the video connector of the videoscope are not damaged.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a bent pin in the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the video system center was not reading the sd flexible cysto-nephro videoscopes. The issue was found during preparation for use for a therapeutic procedure. No patient involvement was reported.